Event description:
Access port tubing break. F/u findings: tubing leak at or near the connector.

Event description:
Additional statement made from surgeon that the "symptoms leading to the explant were that no fluid return upon after injecting port with saline."